Event description:
On (B)(6) 2022, genmark was advised of an unexpected negative result for sars-cov-2 on the eplex rp2 panel which occurred during validation. Information regarding the unexpected negative result was provided by a genmark field agent. Genmark has made four unanswered requests to the customer for additional information (e.g., lot number, date of testing etc...) Regarding this event.

Manufacturer narrative:
Analysis: since a lot number and run data were not provided, an internal review of the qc release data and a review of the eplex rp2 test run could not be conducted by genmark. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua(B)(4) documented in the record #(B)(4).